Event description:
Per the clinic, the patient experienced a performance decrement with device. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently the device was electively explanted on (B)(6) 2018. The patient was reimplanted with another device during the same surgery.